Event description:
A journal article was reviewed that contained information regarding his¿purkinje conduction system pacing (hpcsp) utilizing his (hbp) or left bundle branch pacing (lbbp). The article reports one patient who experienced a pocket infection. There were patients whose leads had an increase in his bundle capture threshold and lbb capture threshold. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/69 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: impact of qrs morphology on response to conduction system pacing after atrioventricular junction ablation. Esc heart failure. 2021; 8: 1195¿1203. Doi: 10.1002/ehf2.13181 . If information is provided in the future, a supplemental report will be issued.